Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 693565 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that while the patient was in rehab after a back surgery, the patient passed away after resuscitation events failed. The patient's wife was told that the patient's device did not deliver a shock.